Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the ECG connector located on the rear of the unit. We observed impact damage on the connector that was not consistent with normal wear and tear that ultimately damaged the connection. The ECG connector and attaching internal cable were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.